Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4): analysis of the returned device shows that visual and optical examination confirms the implant is broken, with multiple cracks. Plastic deformation at the inserter interface and witness marks on the adjacent face of the anterior face is consistent with overload. The above observations are consistent with brittle overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During implantation of a cage, the cage fractured and broke in half. The broken cage was removed and a new cage was used to complete the procedure. No further details are known at this time.